Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call critical pump error on the insulin pump. Customer's blood glucose level was 9 mmol/l. Customer advised the insulin pump was neither dropped nor bumped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected critical pump error noted during testing. Also, no unexpected pump error alarms on the pump history noted. According to the power management graph shows that the detailed trace analysis confirmed there were no unexpected battery error alarms noted and was not triggered. The backup battery unloaded voltage was not less than 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than 3.5 volts for four consecutive hours. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.